Event description:
The customer reported diminished tissue vaporization at 256,773 joules during a prostate procedure. The customer also reported that devitrification of the fiber tip was apparent. The case was completed with a second fiber. It was reported that there was no harm to the pt.

Manufacturer narrative:
The device was returned to the MFR and analyzed. The customer's initial report of diminished tissue vaporization is not considered a reportable issue. Upon analysis of the returned fiber, the fiber cap was found to be fractured and partially broken off. The cap also exhibited char and devitrification. Based on the analysis findings, the fiber condition could result in forward firing of the side firing fiber, which has been identified as a potential safety issue. The root cause of the device failure was determined to be heat accumulation, likely due to tissue contact and/or anatomical/procedural factors encountered during the procedure. The product labeling warns that tissue contact, tissue probing and bending fiber at sharp angles may cause fiber damage or breakage.